Event description:
Surgeon advised that the implanted anterior and posterior hardware did not break, but loosened due to patient non-compliance, when patient removed the "hard collar" which had been placed post-operatively for implant stability. A revision of anterior/posterior cervical instrumentation was performed. All implants that were removed were discarded by the hospital and therefore will not be returned.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned.